Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The cds was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for the foreign substance (hair) present on the device, which has the potential to cause or contribute to patient injury, if the device was used. It was reported that the clip delivery system (cds) packaging was opened and a hair was noted on the plastic covering the clip. The device was not used and there was no patient involvement. The procedure was continued with implantation of two clips, reducing the functional mitral regurgitation from grade 3-4 to grade 1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and although abbott vascular (av) was unable to locate the reported foreign material on the device, the reported information was confirmed via a photograph provided by the account. A review of the complaint handling database found no similar incidents from this lot. Further assessment per site operating procedures was performed and identified a potential product deficiency related to the manufacture of the device. Av determined that this is an isolated incident and there is no indication that this issue impacts a wider population of product. Av will continue to trend the performance of these devices.